Event description:
The pt reported loss of paresthesia in his lower back. A boston scientific rep performed device evaluation. High impedances were observed on one side of the lead. The surgeon confirmed that the pt has a herniated disc. The surgeon decided to explant the system.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.